Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the lead implant procedure one screw of stereotactic head frame required drilling of the base to remove the device. The first side was fixed with six screws, all of which were removed with a screwdriver. On the second side the frame was fixed with six screws and removed with a screwdriver, however one screw required drilling of the frame in order to remove the device. There were no difficulties to the patient and implant had good results. The procedure lasted an additional 30 minutes as a result. The issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated.

Event description:
It was reported that the cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.